Event description:
It was reported that a teleflex arrow rapid infusion catheter exchange set was used and the spring wire guide (swg) was retained during line placement within the patient's vessel. The patient underwent an additional interventional radiology (ir) procedure to retrieve the retained swg. The device was successfully snared and removed in its entirety without complications. No patient harm or adverse health consequences were reported aside from the need for an additional procedure. The patient was reported to be stable.

Manufacturer narrative:
Qn #: (B)(4).